Manufacturer narrative:
Correction: device evaluation one device were received for evaluation. The device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after about 5 minutes of successful use, the instrument was used again and the jaws would not open. A second instrument was opened, and a seal was applied on the patient side of the locked instrument, and the locked device was removed. After the instrument was removed from the patient, the doctor. Was able to open the jaws by hand. There was no patient injury or ill effects. The patient's current status was reported as well.